Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment that the programmer booted to an error and the hard drive was reconfigured, and the software reloaded and updated to resolve. Analysis further found that the electrocardiogram connector on the link electronic module (lem) was loose and the lem board was replaced and calibrated. It was also noted that there was a broken latch tab on the power cord bay and the stylus tip was loose. The power cord bay and the stylus were replaced and the stylus calibrated. (B)(4).

Event description:
It was reported that the programmer booted to a "critical system error" prior to the operation with the instruction to call the company. The programmer was returned for service. No patient complications have been reported as a result of this event.